Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. Additionally, the non-boston scientific right atrial (ra) lead exhibited jumpy impedance measurements that were intermittently high and out-of-range. Technical services discussed the impedance issue appeared consistent with a spring contact behavior known to occur when a non-boston scientific lead is used with a boston scientific device; when the device was replaced, a new model would have an updated header design with an enhanced spring contact. The ra lead should be tested during the device replacement procedure to verify integrity but at this time the lead appeared to be functioning normally. The local sales representative reported the device replacement was planned for mid-august. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. The preliminary investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. Additionally, the non-boston scientific right atrial (ra) lead exhibited jumpy impedance measurements that were intermittently high and out-of-range. Technical services discussed the impedance issue appeared consistent with a spring contact behavior known to occur when a non-boston scientific lead is used with a boston scientific device; when the device was replaced, a new model would have an updated header design with an enhanced spring contact. The ra lead should be tested during the device replacement procedure to verify integrity but at this time the lead appeared to be functioning normally. The local sales representative reported the device replacement was planned for mid-august. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted, replaced, and returned for analysis. The non-boston scientific ra lead remains in service with the new crt-d. No additional adverse patient effects were reported outside of the surgical procedure to replace the device. This report will be updated when analysis is complete.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert, code 1003, was recorded. A high current drain was detected, but the battery still supported full device function. The device case was removed to facilitate inspection of the internal components and further testing; internal visual inspection noted no irregularities. The battery was removed from the device and replaced with an external power source. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Additionally, further testing was performed on the removed battery. Detailed analysis of the battery identified an intermittent low resistance pathway, which contributed to the observed premature battery depletion. Laboratory analysis of the returned device did not identify any device characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed with the non-boston scientific ra lead. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended for within 90 days. Additionally, the non-boston scientific right atrial (ra) lead exhibited jumpy impedance measurements that were intermittently high and out-of-range. Technical services discussed the impedance issue appeared consistent with a spring contact behavior known to occur when a non-boston scientific lead is used with a boston scientific device; when the device was replaced, a new model would have an updated header design with an enhanced spring contact. The ra lead should be tested during the device replacement procedure to verify integrity but at this time the lead appeared to be functioning normally. The local sales representative reported the device replacement was planned for mid-august. No adverse patient effects were reported. The device remains implanted and in service. The device was subsequently explanted, replaced, and returned for analysis. The non-boston scientific ra lead remains in service with the new crt-d. No additional adverse patient effects were reported outside of the surgical procedure to replace the device. This report will be updated when analysis is complete.